Event description:
Additional information provided by a surgeon indicates he does not believes the intraocular lens (iol) malfunctioned.

Event description:
Following intraocular lens (iol) implant surgery, the patient experienced uveitis. The iol was explanted. The association between this event and the iol is not known. Additional information has been requested.